Event description:
A pt reported experiencing inaccurate erratic results with an ot profile meter. The pt's blood glucose results were 96mg/dl, 177mg/dl. Tests were done <10 minutes apart with a difference of 53%. Pt did not experience any adverse events. No further info has been reported.